Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the pt has had three intermittent episodes of left lower extremity claudication six weeks following stent graft placement. Four and a half months after the stent graft placement the patient developed severe hip to foot left lower claudication and presented with left foot ishemia. A CT demonstrated the right limb was widely patent and there was complete occlusion of the left limb of the stent graft at its origin. Successful mechanical thrombectomy of the occluded left limb was performed using the angiojet mechanical thrombectomy device and tpa power pulse spray technique. There was resistant, adherent thrombus versus intimal hyperplasia within the origin of the left limb, in the mid to distal portion and at the very distal extent of the stent graft. The entire left limb was angioplastied with a 12 x 40 mm balloon, after which percutaneous stenting was performed. The patient developed suspected mircoembolic phenomenon to the distal runoff vessels. This was treated with intravenous heparization and administration of medication for treatment of supsected distal arterial spasm. The patient was sent to the intensive care unit and developed significantly improved circulation to the left foot. No additional clinical sequelae were reported.